Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency) . It was reported that the stimulator died and can not get reset. Had error message number-1707. The patient also reported they were having difficulty charging their device. Their device went dead and shut off and they kept getting the 1707 error code. They had tried 3 times and it wouldn't connect at all. They were able to fully charge last on (B)(6). The patient also reported they were able to charge on (B)(6) 2022, they had been really bad at charging it. Worked with patient to restart the charger, "close all" on the handset and after repositioning several times patient was successful to connect and maintain an excellent connection the ins had 10%. Reviewed some recharging best practice. Recommended patient try to charge once a week. On (B)(6) 2024 they were still having the same issues. They are having trouble maintaining connection with their ins and that they are receiving error code 4100. Patient stated that prior to the call they initiated a hard reset, and have tried to connect to their ins multiple times in the past day. Patient stated that they can feel the recharger connect to their ins, but it just won't maintain connection. When they connected to their ins they felt the ins pulling on their skin and they felt a shocking sensation. The patient reported that they would follow up with their doctor. Replacement recharger sent.